Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the pump recommended a larger bolus than she felt the patient needed using the ezcarb feature. The pump reportedly recommended a bolus of 15units for 67 grams of carbohydrates and a blood glucose (bg) of 179mg/dl. The reporter denied any issues with the patient's bg. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A review of the pump settings for 6am confirmed the insulin to carbohydrate ratio was set to 1u:5g and the insulin sensitivity factor was set to 50mg/dl. Using the patient's settings, an ezcarb bolus was performed for 67 grams of carbohydrates with a blood glucose of 179mg/dl and the pump correctly calculated a bolus of 15units. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.